Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that she had numerous bent cannulas and the insulin pump did not alarm. The customer stated that the cannula was so bent that the insulin could not exit. Troubleshooting was not performed because the tubing clamp was not available at time of call. No further info was provided.